Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was seen in the clinic and reported that their cardiac resynchronization therapy defibrillator (crt-d) had been beeping for three months. The device was interrogated and a charge circuit timeout/charge circuit inactive was observed. It was also noted that the device had reached rrt over two years ago. The device was re-interrogated to keep the capacitors from recharging. The patient is now planning on having the device replaced. The device remains in use. No patient complications have been reported as a result of this event.